Event description:
It was reported that after recent ilet initiation the patient experienced repeated hypoglycemia associated with use of meal announcements, including a meal announced while blood glucose was in the 50s that triggered approximately 3.6 units of insulin and led to a prolonged low followed by rebound hyperglycemia, along with multiple meal announcements spaced about three hours apart indicating a use of device problem. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention where oral glucose was required. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and that available device component terminology was not specific, with the pattern consistent with user-driven factors in meal announcement timing and use. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.